Manufacturer narrative:
Pump was received with blank display due to broken solder joint of power connector on interface board. Unit had broken off the end cap, loose/protruded drive support disk, missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported via phone call that customer had physical damage of insulin pump. It was reported that customer dropped insulin pump causing it to break into pieces. It was reported that the bottom broke off and the insides of insulin pump could be seen. Customer's blood glucose was 160 mg/dl. Customer was advised that insulin pump would need to be replaced.